Event description:
Additional information received reported that there would be a battery change on (B)(6) 2013. It was noted that at that time the manufacturer representative wanted to give the patient a new recharger. Additional information received reported that since the patient was implanted they had trouble with recharging and not being able to recharge the implant. It was noted that the caller was intra-operative. It was noted that the patient could only get two bars and the next time it would be zero bars of coupling. It was noted that the patient was brought back to the operating room and they were thinking that it was a bad battery. It was noted that with the battery out of the patient¿s skin/pocket the ins would get eight bars of coupling. However, when it was placed in the pocket it would get no communication. It was noted that two rechargers had been tried with the same result. The pocket was modified a little bit to make it less than 1cm deep and confirmed the manufacturer logo was facing the skin. The pocket was revised from about 1.5cm deep to less than 1cm deep at the time of procedure. It was noted that there was no excessive strain relief loops. It was further noted that there was only 1.5 loops. By the end of the procedure the healthcare professional (hcp) was able to get six coupling bars and then decided not to replace the battery. It was noted that the hcp had to press ¿very hard¿ to get six bars of coupling. It was noted that they were not sure if it had something to do with the patient¿s skin/tissue ¿or what.¿ additional information received reported that the replacement was performed (B)(6) 2014. It was noted that the ins was flipped in the pocket but still had trouble charging on the table when corrected. The healthcare professional (hcp) made the ins pocket more superficial and they were only able to obtain four coupling bars. The hcp decided to close the incision and see if it would work. It was noted that they were able to acquire eight coupling bars post-operatively. It was noted that an exchange was not done and the existing battery remained implanted. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s stimulation quit working and the patient had been unable to charge it. The patient stated that the patient needed to get the implant working again. It was noted that there was a coupling problem. The patient was only able to briefly get up to two coupling boxes during troubleshooting. The reporter stated that the patient was ¿flashing¿ a ¼ charge at the time of this report and planned to continue to charge while checking the recharger screen every 10-15 minutes to ensure it was still charging. It was later reported that there was an explant and replacement planned for (B)(6) 2014. The reporter stated that there was impedance testing and reprogramming done. The reporter stated that two different rechargers were used to verify difficulty coupling. The reporter stated that the patient was unable to maintain more than two coupling bars during recharging and those were extremely sensitive. It was noted that any body movement caused loss of coupling. The patient had reportedly worked with the manufacturing representative to troubleshoot the issue. It was noted that there were no patient symptoms associated with this event and the patient was noted to be without injury. It was noted that no cause of the issue was determined. It was later reported that the event was attributed to the implantable neurostimulator (ins), but the cause of the event was unknown. It was noted that the patient¿s coupling bars would only last for ¿a couple of minutes.¿ the reporter stated that an ins replacement was planned, but the date had yet to be determined. It was noted that the patient would have the battery replaced and a revision of the pocket. Additional information has been requested. If additional information is received a supplemental report will be filed.